Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
It was reported that there was a damaged external device, recharger. There was a broken/bent/loose pin connector. They connector pin broke off inside the recharger and the manufacturer representative (rep) was able to remove it. The ins battery was discharged due to the broken external hardware.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.